Event description:
Boston scientific received information that this device exhibited a mid-life charge time that was outside of the extended charge time limit for this device. This device is part of the mid-life display of replacement indicators advisory. The device remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.